Manufacturer narrative:
Additional information provided confirmed the delivery system was completely unflexed and positioned in the default position prior to removal (flex tip was positioned over the triple marker), there was no difficulty retrieving the delivery system through the sheath tip, no vessel calcification and/or tortuosity was reported, the sheath was only inserted 3-4cm into the jugular vein and it is likely that the insertion angle was sharp. Sheath liner tears have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigation during the manufacturing process (i.e. Visual inspections and functional evaluations) and in IFU and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigation were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and supplied physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed instructions for use and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of (B)(4) patient complaint events for sheath liner tear were identified. 174 devices showed no evidence of a manufacturing non-conformance. (B)(4) complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. Scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. (B)(4) complaints ((B)(4)) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity · scratches/kinks: (B)(4) occurrences, or a rate of (B)(4). Calcification/scratches/kinks: (B)(4) occurrences, or a rate of (B)(4). Calcification/scratches/kinks/tortuosity: (B)(4) occurrences, or a rate of (B)(4) based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigation in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. In this case, procedural factors shallow, incomplete insertion of the sheath (only placing the sheath 3-4cm into the internal jugular vein) thereby exposing the sheath causing it to be unsupported as the valve passed through contributed to the liner tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a valve in valve (23mm sapien 3 valve in 6625lp surgical valve) in the tricuspid position via jugular venous approach, there was excessive blood loss related to an excessive split on the edwards esheath in the right internal jugular vein; the split was located outside the skin entrance site. At the end of the case, overall estimated blood loss was 400ml, requiring replacement.